Event description:
It was reported that a 62-year-old caucasian female patient underwent revision breast augmentation with 325cc mentor smooth round moderate plus profile on both sides and experienced breast implant deflation on her left side postoperatively; diagnosed after physical exam. On (B)(6) 2025, mentor became aware that the date of replacement surgery was (B)(6) 2025. On (B)(6) 2025, the mentor failure analysis lab received two devices with same lot number for evaluation. Both were found to have instrumental damage upon completion of investigation on june 17, 2025. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
Device evaluation summary: mentor conducted visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned device revealed that no damage or anomalies were observed on the sm mpps dv 325cc breast implant. Leak testing was performed, in accordance with mentor procedures, and a tear was noted on the posterior view measuring approximately 0.6 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: instrumental damage. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 24, 2025, mentor became aware that the replacement devices used on (B)(6) 2025 were catalog number 3502325; serial number (B)(6) on the left side, and catalog number 3502325; serial number (B)(6) on the right side. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).